Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty hybrid board. The service technician replaced the hybrid board and as a precaution also replaced the main board.

Event description:
The customer reported when she connected model palmtop ventilator enve to the charger there was a loud pop and smoke. The customer confirmed there was no patient involvement associated with the reported incident.